Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). This report is filed (B)(4), 2011. Implanted device remains.

Event description:
Per the clinic, the patient developed a keloid scar over the abutment. The patient was treated with steroids. Surgery was undertaken to remove the scar tissue on (B)(4), 2011. The implanted device remains.